Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 580 (mg/dl) during the course of two days. Customer delivered correction boluses to treat bg levels. System check with tandem technical support indicated the pump was performing as intended; however a cartridge alarm 25 was reported by the customer. Reportedly, customer did not initiate the change cartridge sequence prior to removing cartridge. Customer was reminded that cartridge should not be removed while pumping is active. Customer acknowledged.